Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recv2548 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when rounding on the PICC line, a leak was observed from the hub on the purple lumen. Patient has been receiving chemo through the line. It was stated that the PICC was pulled out of the patient.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint was confirmed, but the cause of the damage that allowed fluid to leak from the catheter was unknown. One 5 fr d/l powerpicc was returned for investigation. The d/l tubing had been trimmed to length at the 40cm depth mark and the distal segment of the catheter was not returned for investigation. It was reported that the catheter had been used; however, the duration of use was unknown. A functional test revealed two spraying leaks in the dual lumen tubing just distal to the molded bifurcation when the lumen with the purple connector was pressurized. The leak site exhibited a breach in the circumferential direction just distal to the parting line of the molded bifurcation. The breach was symmetric with the parting line. Material that resembled the catheter tubing material was bunched up in a ball at the middle of the split. The length of the split was longer at the external surface of the tubing and appeared to decrease in length toward the inner lumen wall. Since the leak was observed after placement, it is possible that the catheter was damaged during use. The manufacturing facility was notified of this complaint to determine if the manufacturing process was a contributing factor in the observed damage. Manufacturing facility evaluation: the complaint ¿powerpicc catheter leaking¿ is confirmed but the exact cause is unknown. According with the photo evaluation and functional testing performed it was concluded that a split / pinching tubing close to the bifurcation site exists and causes leakage while using. However, the manufacturing process where the subassembly is built was reviewed and there is no indication that a similar damage can be produced and / or associate to any of the process stages. Therefore, the cause of this condition is unknown. A lot history review (lhr) of recv2548 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when rounding on the PICC line, a leak was observed from the hub on the purple lumen. Patient has been receiving chemo through the line. It was stated that the PICC was pulled out of the patient.